Manufacturer narrative:
Correction to: b5 device corrected from 26 mm sapien 3 to 26 mm sapien.

Manufacturer narrative:
UDI: unknown. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the increase in gradient across the valve requiring a (viv) valve in valve procedure, cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 26 mm sapien valve was implanted in the aortic position via transfemoral approach. Seven years post implant a 23 mm sapien 3 ultra was implanted valve in valve (viv) due to an increased gradient of 100mmhg. Post viv the patient was doing well.